Event description:
During a premature ventricular contraction procedure, there was a temperature issue resulting in cancellation of the procedure. While ablating in the rvot 2, the earliest activation at infundibulum, the temperature alarm sounded. The tip orientation during ablation was at a slight angle, but rather perpendicular. When a second ablation was performed, the following error message was displayed on the ampere: "power not possible". Troubleshooting was done by restarting and reconnecting the catheter and the first attempted ablation error was as following: "measured power higher than programmed value". The decision was made to end the procedure and not exchange the catheter due to time constraints and the need to reinduce the pvcs. There were no adverse patient health consequences.

Manufacturer narrative:
One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation. Two images were submitted for analysis which showed a ¿measured power higher than programmed limit¿ error message on the ampere generator, consistent with the reported event. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the power delivery and unexpected temperature control issue is consistent with a design related issue.